Event description:
Reporter alleged blood glucose monitoring result was 160 mg/dl and before going to bed it was 240 mg/dl. Reporter stated then taking 36 units of insulin and when waking up at 9 am being unresponsive. It was reported paramedics were called and their device read 44 mg/dl and customer was taken to the hosp where was treated with an IV for their device reading 44 mg/dl, less than one hour later. No controls were reportedly used and a request was made for the return of the suspect device and replacement product was sent.